Manufacturer narrative:
E.1. Initial reporter addr 1: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 4 of 4 it was reported that while using bd veritor ¿ sars-cov-2 & flu a+b, one employee experienced discrepant results when testing for flu a. No patient impact was reported. The following information was provided by the initial reporter: "on (B)(6) 2023, 1 asymptomatic employee swabbed themselves and used the same 256088 and 25645 kits to test themselves. Came out pod for flu a for 256088 test, and neg for both, flu a and b, for 256045".

Manufacturer narrative:
H.6. Investigation summary: this statement is to summarize the investigation results regarding a complaint that alleges false positive results when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch numbers 2364051. The customer reported that 2 symptomatic patients were tested with triplex 256088, and both were positive for flu a. The same patients were tested with 256045, and the results were negative bot both flu a and b. On the next day 2 asymptomatic employees swabbed themselves and used the same product kits 256088 and 256045 to test themselves. They both came out positive for flu a with 256088, and negative for both flu a and b with 256045. The customer was suspicious about the positive results obtained from triplex and they were not alleging any issue with the flu kit 256045. The customer did not mention any alternative (pcr) tests. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record (bhr) review and retain sample analysis were performed on the batch number provided. Results were acceptable and no relevant issue was found. No photos or samples were received; therefore, return sample analysis could not be performed. This complaint was unable to be confirmed. The root cause could not be identified. Currently no adverse trend for false positive was identified. H3 other text : see h.10.

Event description:
Report 4 of 4 it was reported that while using bd veritor ¿ sars-cov-2 & flu a+b, one employee experienced discrepant results when testing for flu a. No patient impact was reported. The following information was provided by the initial reporter: "on (B)(6) 2023, 1 asymptomatic employee swabbed themselves and used the same 256088 and 25645 kits to test themselves. Came out pod for flu a for 256088 test, and neg for both, flu a and b, for 256045."